Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump infused a higher volume than programmed while it was tested at the rate of 125ml/hr and volume of 20ml. No patient was involved.

Manufacturer narrative:
The reported over-infusion issue was confirmed. The pump was found to have a flow rate accuracy outside of the +/-5% specification. It also failed the pressure test and had a grinding door latch; these issues might be correlated with the reported issue. The pump was also found to have a battery outside of warranty and missed a rubber foot ; these issues were not related to the reported issue. The pump was repaired, recalibrated, and tested to meet full specifications on 06/08/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 12/16/2010.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00092).